Event description:
Customer reported when the alarm is in use with the nurse call cable, the alarm does not sound. Issue was discovered during set-up but the date is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit confirmed the reported issue of no sound. The unit does not play the voice message only clicking sounds can be heard, but it still sends a signal to the nurse call test fixture when weight is removed from the sensor pad. The unit's tone plays and sends a signal to the nurse call test fixture as expected. The unit passes all other functional testing. (B)(4).